Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. After review of the medical records provided, mild mitral regurgitation was confirmed. A complaint has been captured. There was no plan for intervention mentioned within the medical records. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed. A review of complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. Medical record states that there is mild regurgitation, however, there is no additional information on what could have caused this in the medical record. Due to limited information was provided, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
From encircle clinical study, approximately 6 months and 14 days post-implantation of a 29 mm sapien m3 valve in the mitral position via transfemoral approach, a transthoracic echocardiogram (tte) was performed due to the patient's admission for heart failure. The patient presented with atrial fibrillation requiring cardioversion. Upon tee for cardioversion, mild mitral regurgitation was noted. All notes state normal prosthetic valve function.

Manufacturer narrative:
The investigation is ongoing.